Manufacturer narrative:
Concomitant medical products: b.braun safety IV catheter ref 4251601-02, lot 15d22g8393; covidien argule polyurethane umbilical vessel catheter ref 8888160341, lot 1518200092, therapy date: (B)(6) 2016. The customer's report of a leak was not confirmed. The suspect model mz5307 set was discarded by the customer and not available for investigation. A used concomitant model mxt1003 extension set was received along with multiple unused model mz5307 extension sets and multiple unused model mxt1003 extension sets. Inspection of the received products showed no defects. Functional and pressure testing resulted in no leaks. The root cause of the reported leak was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported blood leaking at the connection between an extension set and an umbilical arterial catheter following an ampicillin infusion when the flush was administered. The extension set was replaced and there is no report of patient harm.